Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported a revision/repositioning of the baclofen pump that was flipped was performed on (B)(6) 2016. It was noted there was no more drug in it since (B)(6) 2016. The empty reservoir alarm occurred. The patient's dose was relatively high, thought to be in the 700's. The doctor put the pump in a mesh pouch. It was noted they had no idea why the pump flipped. The patient's dose was reduced. The pump was refilled and the dose was reduced to 350 mcg/day. No symptoms were reported. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.